Event description:
The md attempted to fire the echelon flex powered plus long articulating endoscopic linear cutter with reference number plee60a and it did not function properly. It was removed and a new stapler was obtained. The surgery proceeded without incident.